Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "intracapsular rupture". The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right side "intracapsular rupture". Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued: e1: zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". Device remains implanted. This relates to the right side.